Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer had been ice skating and fell on the pump. The customer reported cracks on back of the pump. The customer stated that the display was blank and did not work. The insulin pump was returned for analysis.

Manufacturer narrative:
After battery installation, the pump gave a steady white display due to a cracked lcd glass. No blank display was noted. Unable to perform the functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor or displacement tests due to the display anomaly. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment, a cracked select button on the keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.